Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to high blood glucose levels of 550 mg/dl. Customer was treated by emergency medical services with an IV drip. The customer reported symptoms of dry mouth and passing out. The customer was wearing the device at the time of admission. The customer stated the hospital told him his blood glucose level was 50 mg/dl, but customer was unsure if the hospital was mistaken. The customer removed the infusion set and found the cannula was bent. Nothing was replaced or returned.